Manufacturer narrative:
Investigation: one photo and one loose integra syringe with two medication vials were received and visually evaluated. The stopper of the syringe was found to have a hole in it. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. CAPA#183493 was completed to address hole in the stopper molding issue.

Event description:
It was reported when drawing up vaccine with bd integra¿ syringe with detachable needle, the vaccine leaked out the bottom of the syringe. Per customer email: I spoke with you earlier about having a faulty bd integra syringe. The problem that we had with this syringe is that when I was drawing up a shingrix vaccination for a patient, the vaccine started to leak out of the bottom of the syringe. I was unable to administer the dose to the patient because of this. Shingrix is currently on a nationwide backorder, and it is in very high demand. It is also about $150.00 per dose that was lost as well. Please let me know if you have any other questions or need more information on the incident.

Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when drawing up vaccine with bd integra¿ syringe with detachable needle, the vaccine leaked out the bottom of the syringe. Per customer email: I spoke with you earlier about having a faulty bd integra syringe. The problem that we had with this syringe is that when I was drawing up a shingrix vaccination for a patient, the vaccine started to leak out of the bottom of the syringe. I was unable to administer the dose to the patient because of this. Shingrix is currently on a nationwide backorder, and it is in very high demand. It is also about (B)(6) per dose that was lost as well. Please let me know if you have any other questions or need more information on the incident.